Manufacturer narrative:
E1: patient city: (B)(4). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced high blood glucose levels of 300 mg/dl and was treated with insulin injections on (B)(6) 2026. No further information available.